Event description:
A cartridge detection issue was reported, which temporarily affected the customer's insulin therapy and wasted both time and insulin. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting for the issue, and it was noted that the pump warranty expired on october 30, 2025.